Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the device was explanted on an unknown date.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated during a clinic visit. The device remained implanted. The patient was noted to be doing ok.

Manufacturer narrative:
Evaluation: final analysis found that the device could not be interrogated due to battery depletion. Normal operation was seen when connected to an external power supply. The cause of the battery depletion could not be determined.